Event description:
It was reported that the ilet pump displayed an alert to restart with an insulin shaft encoder failure, and the user experienced a failure to infuse associated with the plunger component; a replacement pump was arranged and the user was instructed to restart the device, change the steel infusion set, and shut down the pump as needed. Symptoms included hyperglycemia, 199 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of the information provided, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.